Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device displayed pace impedances greater than 2000 ohms. The lead was tested in multiple configurations and an acceptable configuration was found. The patient reported feeling better since implant despite a reduction in ejection fraction. The system remains in service. There were no adverse patient effects reported.

Event description:
Boston scientific received additional information that the patient implanted with this lv lead and associated device reported feeling diaphragmatic stimulation while in certain positions. The lv pacing configuration was reprogrammed on two separate occasions, but the stimulation was not resolved. The lead and device remain implanted and in service. No adverse patient effects were reported.

Event description:
Subsequent information indicates that this lead also displayed increased thresholds. The patient was scheduled for a revision procedure but it was cancelled as reprogrammed was able to find acceptable lead measurements. Lead migration/dislodgement was suspected but unable to be confirmed. There were no adverse patient effects reported. The system remains in service.